Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined that the exact root cause is not established. It is most likely that the blower controlling hw on the main electronics is causing the issue. No high temperature alarms were active. This complaint will be included with on-going trending analysis. No CAPA to be opened at this time as failure rate is low so far. Track & trend vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, after reviewing the logs, the screenshots showed the following results, blower on, voltage 30%, speed 100%, current blower 0,01a, current blower 0,01a, voltage check blower 10,4v, and speed blower 0lpm. Vyaire technical support indicated that the blower will be replaced. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 shows alarm insp. Valve leak- error 401 - inspiration valve or device leaky. The customer confirmed that there was no patient involvement associated with the reported event.